Event description:
It was reported that a patient death occurred. On (B)(6) 2021, an agent dcb 3.50 x 15mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca). The patient was treated successfully, and was discharged on the same day. On (B)(6) 2026, the patient had died.

Manufacturer narrative:
The device was not returned to the complaint investigation site for analysis. Based on the limited information a manufacturing review into the batch of device associated with this complaint cannot be performed. A review of an agent product directions for use notes that the event of death is listed as a known adverse event associated with device use. This investigation is assigned a most probable investigation conclusion code of cause not established.

Event description:
It was reported that a patient death occurred. On (B)(6) 2021, an agent dcb 3.50 x 15mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca). The patient was treated successfully, and was discharged on the same day. On (B)(6) 2026, the patient had died.